Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a durata lead attached to a medtronic can has measured at least one pacing lead impedance (pli) out of range high. The lead is being extracted with a laser catheter.